Manufacturer narrative:
Voluntary medwatch mw5122847.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing of noise. The ra lead was capped. No further information was received. The patient's condition is unknown.